Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. There were also stored signal artifact monitor (sam) episodes and atrial tachy response (atr) episodes from the same day as the out of range pace impedance measurement which exhibited noise and oversensing. The sam episodes resulted in the respiratory rate trend (rrt) sensor being automatically disabled by the device. Boston scientific technical services provided guidance to considering bringing the patient into the clinic to evaluate the ra lead integrity by performing isometric and pocket manipulation testing while checking the associated impedance measurements. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. There were also stored signal artifact monitor (sam) episodes and atrial tachy response (atr) episodes from the same day as the out of range pace impedance measurement which exhibited noise and oversensing. The sam episodes resulted in the respiratory rate trend (rrt) sensor being automatically disabled by the device. Boston scientific technical services provided guidance to considering bringing the patient into the clinic to evaluate the ra lead integrity by performing isometric and pocket manipulation testing while checking the associated impedance measurements. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.